Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a challenging calcified vessel. A 2.75x6 wolverine was first advanced but failed to cross the lesion. A 3.00 x 16mm synergy stent was then tried to advance but still would not cross. During removal, the stent stripped off and was completely removed by snaring. The procedure was completed with a different device. No patient complications were reported and the patient was not harmed.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:synergy ii us mr 3.00 x 16mm stent delivery system (sds) was returned for analysis with the stent returned detached from the delivery system and attached to a snare device. A visual and microscopic examination of the stent found the stent detached from the sds, and the entire length of the stent was damaged. The stent od (outer diameter) measured at time of manufacture is within maximum crimped stent profile measurement. The balloon was reviewed, and the balloon cones appear folded, and crimp markings are evident on the exposed balloon wall. A visual and microscopic examination of the bumper tip found no evidence of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a challenging calcified vessel. A 2.75x6 wolverine was first advanced but failed to cross the lesion. A 3.00 x 16mm synergy stent was then tried to advance but still would not cross. During removal, the stent stripped off and was completely removed by snaring. The procedure was completed with a different device. No patient complications were reported and the patient was not harmed.